Event description:
It was reported that during the implant procedure, the lead was implanted with good electrical results; however, the lead pin could not be inserted into the device header. The lead was removed and another lead was implanted that was connected and worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The 4076 lead model is designed the smaller sealing ring diameter is 0.123 inches minimum and 0.129 inches maximum. The larger sealing ring is 0.152 inches minimum and 0.162 inches maximum. The smaller sealing ring of s/n: (B)(4) was measured 0.124 inches. The larger sealing ring measures was 0.156 inches. And both sealing rings were within their specification. (B)(4).